Manufacturer narrative:
A ge service representative performed an on site investigation. High voltage cable and the x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system made a cracking and popping noise twice and required a reboot both times in order to continue the procedure. There is no report of patient injury.